Event description:
It was reported that during the pre-use check, leakage of air from the cuff was observed. No patient involvement.

Manufacturer narrative:
Other, other text: nine photos were provided for evaluation. Photo 3, photo 6, and photo 9 showed cuts on the tip tubes. Three (3) samples were returned for evaluation. The returned samples were visually inspected; cuts on the tip tubes were found on the 3 returned samples. Functional testing was performed; leakage was detected in all three samples. The complaint was confirmed. The cuff won't inflate failure mode was confirmed. The most likely root cause is that the bevel tube formation operation was not followed. An awareness notification was made to the production personnel. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.